Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2020, the patient was wearing a g6 sensor and began vomiting a coffee ground-like material. The patient¿s daughter took the patient to the emergency room. The patient reported being diagnosed with diabetic ketoacidosis (dka) but could not recall her cgm or bg meter readings from the event. The patient also could not remember the specific treatment she was provided. She does recall being given a rape exam due to her condition. It was not specified how long the patient was in the ER prior to being discharged. The patient was ¿okay¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.